Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow valve, exhalation valve, and flow sensor were replaced, resolving the reported complaint. No report of patient involvement.

Event description:
The hospital reported the preoperative leak test failed. There was no report of patient involvement.